Manufacturer narrative:
The device was discarded. The customer reports a same lot device sample is available for evaluation. It has not been received.

Event description:
The event involved a chemoclave® mini bag spike that was leaking an unspecified chemotherapy during infusion. It was reported that the spike of the device was connected to the bag and when the device had been in use for an hour, a leak of chemotherapy was noted from the bag and the spike was found to be cracked. The device was not changed out or replaced. The customer reported the chemoclave mini bag spike is used for the bags used in chemotherapy, stating they use a manual device to introduce the spikes. There was patient involvement and a report of unprotected chemo exposure; however, there was no serious injury or death, no blood loss, no delay in critical therapy and no adverse operator consequences. This reflects 1 of 2 events.

Manufacturer narrative:
H10 - no product samples were returned for investigation, however, a photograph was returned showing a ch-17 with an axial crack at the female luer of the bag spike where it bonds to the clave connector. The device history review (DHR) was reviewed and there were no non-conformances found that would have contributed to the reported complaint. The complaint was confirmed, however, without the return of the affected sample a probable cause cannot be determined. Additional information can be found in section d10.